Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to a power on reset (por). After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The backup operation could not be reproduced. The cause of the reported event is consistent with external interactions.

Event description:
It was reported a patient presented for a replacement procedure for an unrelated event on (B)(6) 2024. During the procedure the new implantable cardioverter defibrillator (ICD) lost bluetooth connection and wand interrogation was used to reveal backup vvi mode. There were also several failed dfts. The ICD was not used and replaced within the same operation. Post-procedure the patient was stable.

Event description:
New information received notes external defibrillation was required after two failed shocks through the implantable cardioverter defibrillator (ICD).